Event description:
It was reported that "patient was complaining about pain in his back in november. An x-ray showed a 4.5 x 45 screw had broken. The screw was removed and repriced with a longer construct".

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.